Event description:
It was reported that some time post a dialysis catheter placement, the tubing near the hub allegedly kinked. It was further reported that device allegedly had poor flow. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation. Functional, gross visual and tactile evaluations were performed. Both the arterial and venous lumens were patent to infusion and aspiration without issue and no leaks were observed throughout. Therefore the investigation is unconfirmed for the reported deformation issues as there were no kinking of catheter was identified during evaluation. However the investigation is inconclusive for the reported restricted flow rate issues as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that some time post a dialysis catheter placement, the tubing near the hub allegedly kinked. It was further reported that device allegedly had poor flow. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device pending return.